Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence showing a fractured tip of an ar-3740sp fibertak®, batch 15473019. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported damage. The damage is most likely due to misuse, including application of excessive force, misaligned insertion, and/or prying or leveraging the device during use. Per dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors section e. Warnings. 7. ¿avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder."

Event description:
It was reported that during a lateral extra-articular tenodesis surgery in the knee the tip of the inserter broke off on insertion. The broken part remained in the patient, since it was securely embedded in the bone. The anchor of the inserter was still deployed and was used successfully to finish the surgery. The surgeon also noted that the patient wasn't stable as he malleted the anchor in, the knee moved which put the fork tips under excessive force resulting in breakage. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.